Manufacturer narrative:
Concomitant medical products: medications: norvasc, vitamin d, prolia, microzide, advil, xalatan, synthroid, toporl, prilosec, pravachol & deltasone. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to: aneurysm enlargement & aneurysm rupture.

Event description:
On (B)(6) 2008, the patient had a gore® tag® thoracic endoprosthesis implanted for an aneurysm repair. On (B)(6) 2019, the patient presented with aneurysm growth above and below the gore® tag® thoracic endoprosthesis and a small rupture. Three additional gore® tag® thoracic endoprostheses were implanted (two proximally and one distally). The patient reportedly tolerated the procedure, however their blood pressure remains low and is being monitored.